Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose of 46 mg/dl. The customer treated with food and their blood glucose shot up to 343 mg/dl. Troubleshooting for the low blood glucose was not performed. The insulin pump will not be returned for analysis.